Event description:
It was reported by the patient that for about the first six months post implant the patient had diaphragm stimulation. Follow-up was conducted with the clinic and from the information obtained it was reported that it was the left ventricular (lv) lead that was causing the patient¿s diaphragmatic stimulation. The lead was reprogrammed and the issue was resolved. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).